Manufacturer narrative:
Sensor carelink additional investigation was performed for the cal error/ calibration not accepted alert. Change sensor due to sensor sensitivity being lower than limit in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the cal error/ calibration not accepted alert. Sensor carelink additional investigation was performed for the sensor updating/sg not available alert. Sensor glucose not displayed due to sensor diagnostic signal out of range. Sensor did not perform within specifications. It is likely that the sensor contributed to the sensor updating/sg not available alert. Sensor carelink additional investigation was performed for the change sensor/bad sensor alert. Change sensor due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the change sensor/bad sensor alert. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. No paired sgs with any bgs in this timeframe - unable to compute bias/ard. Carelink investigation cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose was¿ 119 mg/dl, and the blood glucose value was 311 mg/dl which was outside of the acceptable range. Insulin delivery was not suspended due to sensor glucose vs blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-7841zn. The explained sensor may have no longer been responding to glucose changes. The customer received a change sensor, sensor updating, and calibration not accepted alert. The customer is unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.